Event description:
The facility representative reported to baxter (B)(4) an interlink buretrol solution set that had white plaque on the plastic surface. It is unknown when or in which care area this event occurred. There was a patient involved; however, there was no report of patient injury or medical intervention required in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a white plaque on the plastic surface. The root cause of this condition was determined to have been caused by excessive solvent used during the assembly process. Assemblers were notified to be more aware of excessive solvent.